Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation (a fib) using a faradrive sheath air was pulled through the sheath during aspiration. After inserting the mapping catheter into the sheath aspiration was performed and excess air was seen and the valve was leaking. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is not expected to be returned for analysis as it was disposed of by the site.